Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the gripper fractured at the base of one of the pegs located on the rim. The origin of the fracture indicates that a bending load was applied to the peg from the outer edge of the rim towards the inner rim that exceeded the ultimate strength of the material, leading to fracture of the component and crack formation at the base of the adjacent peg. The mode of fracture is possibly due to the use of a smaller pinnacle cup size with the pinnacle gripper leading to an excessive bending load and subsequent fracture of the peg. No material or manufacturing defects were observed that could have contributed to the fracture. A two-year search of the complaint database found no additional reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The ab gripper holding tooth broke off.